Event description:
Event description guidant received information that this ventricular lead is not sensing appropriately. The ventricular pacing is falling on the t-wave and also in the qrs. There is no capture with the ventricular lead at this time. There is no capture at 6.5 volts. The caller will call the physician and will probably have the patient get a chest x-ray to determine the position of the ventricular lead.